Event description:
It was reported the patient had inadequate pain relief. The patient experienced better symptom relief with his trial than he did with his permanent implant. The patient was scheduled for surgery the week of this report to be implanted with a paddle lead for peripheral nerve stimulation. It was noted the patient's healthcare professional was also considering implanting an infusion pump. It was reported since the patient was implanted four years ago he had reprogramming done several times and the device was somewhat helping. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).